Event description:
It was reported that the ventilator generated alarms indicating a high expiratory minute volume. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturers ref: #(B)(4).

Manufacturer narrative:
It was reported that the ventilator generated alarms indicating a high expiratory minute volume. The received logs shows that respiratory rate high, expiratory minute volume low, peep low, volume delivery restricted, expiratory minute volume high and airway pressure high were active during ventilation. According to information received by our field service engineer, the customer solved the issue by replacing the nozzle units in both gas modules. The nozzle unit consists of a membrane, a mouthpiece and a feather spring. It is used for regulation of the gas flow through the gas module. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. If this fault happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviates from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation. The replaced nozzles were not returned for investigation. Therefore, the root cause for the reported problem could not be established.